Manufacturer narrative:
This event occurred in (B)(6). The field service representative replaced multiple parts of the instrument. He checked for leakage in the fluid path and the pipetting accuracy. He cleaned the cuvette buffer sensors and decontaminated the system. The investigation is ongoing.

Event description:
The initial reporter received questionable hba1c iii tina-quant hemoglobin a1c iii results for 3 patient samples on a cobas integra 400 plus module. Sample 1: the initial result was 11.51 %. The repeated result was 5.82 %. Sample 2: the initial result was 10.81 %. The repeated result was 7.68%. Sample 3: the initial result was 11.71 %. The repeated result was 7.46 %. The repeated results are the correct results. The reagent lot number is 452526. The expiration date was requested but not provided. The initial results were reported outside of the laboratory.

Manufacturer narrative:
Upon review of the alarm trace, several hardware errors were observed. The investigation could not identify a product problem. The cause of the event could not be determined. Although a specific root cause could not be determined, the issue is consistent with a hardware or maintenance issue.